Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.033.003, lot: 5l15695, manufacturing site: (B)(4), release to warehouse date: february 12, 2020. A manufacturing record evaluation was performed for the finished device 03.033.003, lot number 5l15695, and no non-conformances / manufacturing irregularities related to the malfunction were identified. The two non-conformance (nc) are not relevant to the complaint condition since both ncs, planned as part of the the transfer from (B)(4), monitored and controlled specific activities to manage all work orders(wo) and purchase orders (po) which are in wip during the cutover phase from old erp (sap p01) to new erp (sap p02); the timing of printing of the lppf traveller DHR has changed and checks showed that all lots were transferred from old erp (sap01) to new erp(sap02), therefore the products themselves were not affected by both ncs. Visual inspection: the radiolucent aiming arm/frn greater trochanter (part #: 03.033.003, lot #: 5l15695) was received at us customer quality (cq). Upon visual inspection, both cam lock levers were found to be broken. The broken fragments were not returned. No other damage was noted. Device failure/defect identified? Yes functional inspection: a functional test cannot be conducted as the mating device was not returned at us cq. Dimensional inspection: no dimension inspection was performed on the returned device due to the post-manufacturing damage of the device. Document/specification review: the following drawings were reviewed: current and manufactured - aiming arm - asm greater trochanter current and manufactured - cam lock for rdl aiming arm no design issues or discrepancies were identified. Complaint confirmed? Yes, the lock levers were broken from the device. Investigation conclusion: this complaint is confirmed as the radiolucent aiming arm/frn greater trochanter part #: 03.033.003, lot #: 5l15695) was returned with both cam lock levers broken from the device. No broken fragments were returned to us cq. However, no device interaction issue was found as mating devices were not returned. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. However, the potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral recon nail insertion procedure on (B)(6) 2020, two (2) protection sleeves for the radiolucent aiming arm were stuck in the arm. The surgeon attempted to remove the protection sleeves by hand but they would not come out. After removing the aiming arm with the protection sleeves, still the surgeon again tried to remove them only to break pieces of the aiming arm off in the process. No broken pieces were left in the patient. The procedure was successfully completed. There was an unspecified number of minutes of surgical delay. There was no patient consequence reported. Concomitant device reported: unknown femoral nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) radiolucent aiming arm/frn greater trochanter. This is report 2 of 3 for (B)(4).